Manufacturer narrative:
(B)(4). Batch # n5589e. Additional information was requested and the following was obtained: just to confirm, did staples fall out of the cartridge? Yes. After firing. If yes, did the staples fall out before or after the attempted firing? Ni. Was any portion of the target tissue stapled? Yes. Irregularly and some were with opened legs (without form of b). If yes, were the staples in the tissue formed properly? Ni. What was the product code of the stapler (ec45a, pse45a, etc.)? Ple45a. What type of procedure was the device used in? Bariatric - bypass. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Ni. The analysis results showed that one ecr45b reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a problem with the blue load. According to the medical report: in the second firing there was irregular stapling of the staples where some remained open and loosened in the cavity and the structure / tissue did not cut (the blade did not run). The load was removed and replaced and the stapler worked perfectly continuing the procedure. There was no consequence to patient.